Event description:
Merit access-9¿ hemostasis valve fails on a regular basis. This is our back up product due to supply chain issues with our regular product. The physician has to replace the valve mid-case while a wire is in the coronary artery which is dangerous. No patient harm regarding this case.